Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory coordinator. A review of the device history record of the product code and lot number combination was conducted with no findings. One 8fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that they could not get the angio-seal device to deploy. Additional information was received on 28apr2023: the procedure performed for the patient, prior to using the angio-seal closure device was a bilateral kissing iliac stent case. The procedure sheath that was used was an 8fr. There were no issues getting the sheath/catheter in. Images of needle and wire insertion helped show proper angle of deployment. The following issues with deployment, withdrawal of the device are as follows: the physician inserted the arteriotomy locator and got blood 3x and then pulled the amplatz wire and inserted the device. They felt the first click and second click and went to pull back and nothing was there to catch, he stated it was like there was not a footplate or collagen loaded into the device. He felt the device was at the proper angle and was not too vertical. He did not see any calcium lesions that would have prevented the footplate from appearing. Hemostasis was achieved with manual compression. There was no blood loss that was greater than 250cc. The patient condition was stable; however, the patient developed a small hematoma but is doing well. No other devices were used.